Event description:
On (B)(6) 2011, I purchased a box of coopervision frequency 55 toric contact lenses, lot 3686001014, expiration 12/2014. I have gone through 5 out of 6 lenses in the box and have noticed the same problem with each one. About an hour after inserting a new lens into my left eye, I experienced cloudy vision, like there is a film over my eye. It is difficult to see clearly with the lens in my eye and hazy halos appear around bright objects like windows and lamps. Most alarmingly, even after I remove the lens, my eyesight remains partially cloudy. Rinsing with eye drops or lens cleaning solution does not help to solve the problem. The lens usually stays cloudy for two or three full days of daytime wear before it finally clears up. Throughout the time I have been using this box of lenses, I have also on occasion, noticed a gritty, scratchy feeling when the lens is out of my eye, and/or a sharp stinging sensation when first inserting the lens. I have read that some lots of coopervision avaira lenses have been recalled due to silicon oil residue. The description of the symptoms caused by this defect sound similar to what I am experiencing. I am submitting this report because I think that potentially the recall should be extended to other types of coopervision lenses, especially the toric ones. Frequency: monthly.